Event description:
The customer stated (B)(6) results were generated on the architect hbsag qualitative ii assay. A patient who tested (B)(6) for (B)(6) on the prism analyzer ((B)(6)) and confirmed (B)(6) on pcr, generated (B)(6) on the architect i2000sr analyzer. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international product, list number 2g22, that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international product, list number 2g22, that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Returned patient sample was received for investigation. The sample was tested using an alternate lot of architect hbsag qualitative ii (list # 2g22) as reagent lot 16617lf00 had expired. The customer's observation of a non-reactive result could be reproduced. Clinical sensitivity testing of seroconversion panels performed in house using a retained kit of reagent lot 16617lf00 met acceptance criteria. Although the in-house testing of the patient sample confirmed the customer's issue, the seroconversion panel testing shows that the product is performing acceptably. This indicates a sample specific issue in relation to the architect hbsag qualitative ii screening assay. Review of complaint trending records show that this is the only complaint received for this reagent lot and there is no adverse trend for false negative results with this assay. A review of quality records for the manufacture and release of this reagent lot shows no issues. Based on this investigation, the architect hbsag qualitative ii assay, list # 2g22, lot 16617lf00 is performing acceptably. No product deficiency was identified. The customer was referred to the architect hbsag qualitative ii assay package insert, limitations of the procedure section and establishing grayzone interpretations. Based on the (B)(6) results, this indicates the patient is moving from the acute infection to the early recovery phase of (B)(6) infection. The sample is a borderline (B)(6) sample which was not detected with the architect hbsag qualitative ii assay in this instance. Given the low levels of (B)(6) detected by the architect hbsag assay in this patient sample, the customer was instructed to continue to test this patient for (B)(6) and all other markers to ensure the acute infection clinical picture moves to early recovery.

Event description:
A new sample was obtained from the patient in (B)(6) 2013 and sent to the national reference center for testing. The following results were obtained: (B)(6).

Manufacturer narrative:
Two return patient samples (sample ids (B)(6)) representing a second draw for this patient were received for investigation. This second draw was taken in (B)(6) 2013, three weeks after the first patient draw in (B)(6) 2012 (sample ID (B)(6)). The customer suspects there is a virus mutation which architect does not detect. The patient sample results for sample ids (B)(6) do not match the nature of the customer complaint. Both return samples generated repeatedly reactive, confirmed (B)(6) results with the architect (B)(6) qualitative ii screening and confirmatory assays. As the customer observation was not repeated, further reference testing was not performed. Thus in conclusion, the first patient draw in (B)(6) 2012 (sample ID (B)(6)) generated nonreactive results in-house (ln 2g22). Other (B)(6) marker results at the customer laboratory for this first draw were for (B)(6). An architect (B)(6) qualitative ii (lot number not specified) also gave a (B)(6) result at a reference laboratory. The second draw three weeks later in (B)(6) 2013 (sample ids (B)(6)) has generated repeatedly (B)(6), confirmed (B)(6) results in-house ((B)(6)). This second draw was tested at the customer's national reference center and gave positive marker results for (B)(6) marker results for (B)(6). The architect (B)(6) qualitative ii assay (lot number not specified) also gave a (B)(6) result at this customer's reference laboratory for this draw. This observation was not replicated in house whereby repeatedly (B)(6) and confirmed (B)(6) results were generated for this draw. A (B)(6) sample can be interpreted as representing a chronic (B)(6) infection or the end of recent infection. Reference: ponde, r.a.a. 2013. Atypical serological profiles in (B)(6) virus infection. Eur j clin microbiol infect dis. 32(4):461-76). There is not enough information to reasonably suggest a malfunction as the (B)(6) result for draw 1 was for one discrete sample. The subsequent re-draw sample is borderline (B)(6) and was detected with the architect (B)(6) qualitative ii assay during our investigation testing. However this follow up draw was (B)(6) at the customer's reference laboratory. The customer performed additional marker testing as indicated in the package insert.